Event description:
Customer reported via phone call to have high blood glucose and low blood glucose. Customer reports that spouse called paramedics after customer was babbling and did not want to treat blood glucose with orange juice. Customer's blood glucose was 33 mg/dl. Paramedics treated customer with glucose and was not taken to the hospital. Customer believes that low blood glucose may have been caused by miscalculating carbs. Troubleshooting was performed on insulin pump to determine reason for low blood glucose. Customer then had high blood glucose of 332 mg/dl. During troubleshooting, it was found that cannula was bent and there were air bubbles in reservoir. Insulin pump passed high pressure test. After troubleshooting, customer was advised to contact healthcare professional.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.